Event description:
It was reported that an ilet user experienced elevated blood glucose recorded at 401 mg/dl or several hours after a meal while the pump continued insulin delivery, and the agent advised replacing the infusion supplies; after the supply change, the user¿s glucose trended downward. Customer care provided support that included review of available device data and user-guided troubleshooting. Investigation of this case revealed no confirmed device malfunction and an unclear cause of the hyperglycemia. Symptoms included polydipsia associated with hyperglycemia reported. Outcomes included troubleshooting support without medical intervention. It was concluded that the event was user-reported hyperglycemia with cause unclear, with glucose improvement after supply change and no further action indicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.